Manufacturer narrative:
(B)(4). Two actual samples were returned to the plant for evaluation. The visual inspection revealed that the samples had a broken spike tip. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of an additional sample received by a baxter manufacturing plant, it was discovered that a clearlink solution set had a broken spike. The alleged malfunction was observed before use. There was no patient involved; therefore, there are no reports of patient injury or adverse events associated with the report. No additional information is available.